Event description:
It was reported that during a sacrospinous fixation procedure using a capio slim device, the physician was able to load the suture into the device; however, when the device was being deployed, the bullet could not be removed from the cage. The suture was pulled back with minimal tension and was cut off to pull it through. Another suture was used to successfully complete the procedure. No further patient complications were reported.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable code of dart detachment.